Event description:
During a right video assisted thorascopy and wedge resection, the ethicon stapler needed to resect the specimen did not staple the resection, only the edges of specimen side. This required the procedure to become an open procedure (thoracotomy) to control bleeding from the site.